Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed no events on the implantable cardioverter defibrillator (ICD), but event present in episodes tab. No changes or interventions were reported. There were no patient consequences.